Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n297269001); product type: 0184-catheter; implant date (B)(6) 2011; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable pump infusing dilaudid (15mg/ml at 3), bupivacaine (8mg/ml at 8mg/day), and prialt (10mcg/ml at 10mcg/day). It was reported that during a scheduled pump replacement, the physician successfully removed the pump. Upon trying to extract the pump segment, the catheter was either cut or broken. The physician attempted to locate the distal segment in the pump pocket but was unable to. The new pump had been opened, so the physician decided to place the new pump back into the pump pocket, filled with saline and not connected to the catheter. The physician decided to not replace the catheter at the time of pump implant due to the patient being high risk. The patient would be scheduled for a catheter replacement in the future.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n297269001 implanted: (B)(6) 2011 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting the catheter fully explanted on (B)(6) 2025. Additional information was received from the company representative (rep) reporting that patient had a new catheter successfully placed.